Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining tampon pieces. She began experiencing vaginal discomfort and irritation along with vaginal discharge with an odor. Her symptoms resolved and she did not seek medical attention.